Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report #s 1627487-2011-00189, 1627487-2011-00191 and 1627487-2011-00192. The pt received her scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the pt's scs system was explanted on (B)(6) 2011 due to an infection. A culture was taken; however, the results have not been disclosed. The ipg was returned to the manufacturer; however, the leads and anchors remain at the hospital's pathology lab. No further info is available.